Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-03457. It was reported the patient could no longer receive effective stimulation and stopped charging the ipg as recommended. In turn, the ipg became inoperable. As a result, the patient's scs system was explanted and replaced on (B)(6) 2016. The issue was resolved.